Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of the pca module not pausing the infusion for no breath detected was confirmed through log review and replicated during laboratory testing. The device will alarm as designed for no breath detected and continue to monitor for respirations. The device will not pause until the respirations drop below a pre-set rate by the customer. Pause protocol testing was performed in order to verify the functionality of the feature and was found that the feature was displayed successfully. The suspect devices inspection did not found any anomalies. All parts were observed to be manufactured by bd. Preventive maintenance tests were performed on the returned devices to verify their functionality. All the tests were completed successfully without any issue. The event date was reported as 31 october 2025, time was reported as 4:00 pm. However, event log review of the suspect pca did not find any record of usage on 31 october 2025. Log review identified on 04 november 2025 at 4:08 pm a programmed infusion of the reported hydromorphone drug on the suspect pca. The profile in use was identified as critical care, concomitant pump module s/n (B)(6) was attached as channel a, suspect pca module as channel b, and suspect etco2 as channel c. Between 4:08 pm to 4:10 pm the user programmed a hydromorphone (drug ID = 197) infusion with a bd 50 ml syringe (volume of 24.5399 ml) as pca dose and continuous, with a continuous dose of 0.5 mg/h and continuous rate of 0.5 ml/hr. Between 4:11 pm to 4:13 pm while the suspect pca module was infusing, the etco2 module alarmed twice for high respiration rate. At 4:14 pm user made a pca dose request with rate of 150 ml/h and volume to be infused of 0.1 ml (per dose), the dose was completed successfully, and the infusion was paused by the user. At 4:17 pm user turned off the devices, there is no record of further infusions. Alaris system manual (v12.3.2) states that proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) and associated disposables before using the bd alaris¿ system pca pause protocol is an optional and hospital-configurable feature intended to align with hospital/health system¿s current protocol for patient monitoring during pca therapy. When enabled, pca infusion pauses and alarms when defined monitoring value (respiratory rate low) for etco2 module are exceeded and sustained. Root cause: the probable cause of the reported issue in which pca device did not pause the infusion was attributed to a user error. Testing confirmed that the pause protocol feature functions as intended: when a lower respiratory rate (rr) is detected, the infusion pauses and the protocol is displayed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the etc02 did not pause the pca as expected. There was patient involvement, but no harm. It was further reported during a call with the customer that the clinician wanted to test the etc02 device. The patient removed their nasal cannula, and the etco2 was alarming "no breath detected" as expected. However, the customer states the pca device never paused the infusion. The patient was still able to request pca doses. The customer reports they have their pump pause settings enabled and the infusion was taking placed in the oncology profile. It should be noted that the device will alarm as designed no breath detected and continue to monitor for respirations. The device will not pause until the respirations drop below a pre-set rate by the customer. In this case the customer reports the set rate is 6 breaths per minute. Additional information received: it was reported on 31oct2025 at 16:00 the etc02 did not pause the pca as expected. Hydromorphone 50mg/50ml pca was a routine order programmed manually using guardrails. The intended infusion rate was loading dose 1mg, pca dose 1.8mg with a lockout internal of 8 minutes, and a four-hour max limit of 48mg. The customer would like to make a product enhancement request for the device to immediately pause pca infusions when the device alarms "no breath detected".

Manufacturer narrative:
Correction: manufacturing location per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the etc02 did not pause the pca as expected. There was patient involvement, but no harm. It was further reported during a call with the customer that the clinician wanted to test the etc02 device. The patient removed their nasal cannula, and the etco2 was alarming "no breath detected" as expected. However, the customer states the pca device never paused the infusion. The patient was still able to request pca doses. The customer reports they have their pump pause settings enabled and the infusion was taking placed in the oncology profile. It should be noted that the device will alarm as designed no breath detected and continue to monitor for respirations. The device will not pause until the respirations drop below a pre-set rate by the customer. In this case the customer reports the set rate is 6 breaths per minute. Additional information received: it was reported on(B)(6) 2025 at 16:00 the etc02 did not pause the pca as expected. Hydromorphone 50mg/50ml pca was a routine order programmed manually using guardrails. The intended infusion rate was loading dose 1mg, pca dose 1.8mg with a lockout internal of 8 minutes, and a four-hour max limit of 48mg. The customer would like to make a product enhancement request for the device to immediately pause pca infusions when the device alarms "no breath detected".